Event description:
It was reported that the device exhibited rattling and a loose part inside. During the last case, the device could be heard running but was not functioning. No patient complications have been reported as a result of this event.

Manufacturer narrative:
H3: product analysis :evaluation determined that loose component and rattle noise was confirmed. The likely cause of failure couldn't able determined. It was also found that top housing cracked and corrosion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.